Manufacturer narrative:
Upon review of the event, it was determined that device code (B)(4) should have been coded, but (B)(4) was mistaken coded instead. Device code (B)(4) no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was noted that the implantable neurostimulator (ins) was moved from the patient's back to her front left side in (B)(6) 2014 due to weight loss. No device issues were alleged regarding this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that everything had been going well. The patient could feel stimulation in both legs and the stimulator did help her pain. The patient stated, "so far, so good."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.